Event description:
It was reported that the insulin pump had a frozen display. The blood glucose reading was 160 to 170 mg/dl. Customer stated that the earlier blood glucose reading was 265 mg/dl. Customer also received a button error alarm. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.